Event description:
This lv leas was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 09/08/2016 reportedly stating that the patient shocked several times, possibly inappropriate. All with therapy including atp. Additional information indicates that the shocks were appropriate and lv lead exhibited high threshold 4v - 3.5v. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).